Manufacturer narrative:
Analysis was not possible for the returned meter due to unknown storage and handling preventing the allegation being physically investigated. A device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that her onetouch verioiq meter was testing in settings mode. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that since (B)(6) 2017, when she turns the meter on ¿nothing happens¿ and she ¿hadn¿t been able to use the meter since.¿ the patient manages her diabetes with insulin (no adjustments). She indicated that at around 5pm on (B)(6) 2017, she took her usual dose of 40 units of 25/75 insulin while eating. She reported that a couple of hours later, at around 7pm on (B)(6) 2017, she developed symptoms of ¿confusion and disorientation¿ which required intervention from the emergency medical services (ems). She indicated a blood glucose result of 3.3 mmol/l was obtained on the ems meter and she was stabilized with food/drink and taken to hospital. During troubleshooting, the csr noted that the patient was not using the subject meter for the first time. The csr educated the patient on the correct testing procedure and walked her through a retest but the issue remained unresolved. The patient¿s products were requested back for investigation and replacement products are being sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse even, after the alleged product issue began.